Manufacturer narrative:
(B)(4). Date sent: 12/9/2021. D4: batch # 235a99. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. However, 1 staple was noted to be missing along the staple line, this staple does not create a fluid path. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the missing staple. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a pulmonary wedge resection surgery, after firing, it was noted that the staples had malformed. Changed to a new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.